Event description:
It was reported that during pre-cardiopulmonary bypass of the device for a cardiopulmonary bypass procedure, the blood parameter monitor (bpm) would not turn on. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
This complaint was confirmed by laboratory evaluation. Upon review of the monitor, the service repair technician (srt) found that c88 capacitor was blown and the remains of the capacitor were charred on the auxiliary printed circuit board assembly (pcba). The monitor will be sent to service to replace the pcba and be brought to manufacturers specifications before being returned to the customer. If add'l info becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.